Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, product type: programmer, physician.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 399.7 mcg/day. It was reported the representative responded to a page from the emergency room (ER). The pump was alarming, and the patient was expe riencing a return of spasticity and related pain. The representative interrogated the pump and discovered that the pump was at an end of service (eos) state. The representative explained that the pump was well beyond early replacement indicator (eri) and should have been replaced months ago. The patient understood and would like for a replacement surgery to be scheduled as soon as possible. That visit was after hours on (B)(6) 2017, so the representative¿s team would coordinate surgery scheduling with the managing hcp on 2017-jul-24. The ER doctor was also informed. The doctor planned to discharge the patient after more observation and continued oral baclofen and pain medications. The patient had recently been transferred from his home to an assisted-living facility that may have failed to respond to the critical alarms according to the representative. The issue was not resolved at the time of the report. Another representative was the person who received the page from the hospital, but the representative who reported the event saw the patient. The other representative would contact the managing hcp on 2017-jul-24 to request an expedited pump replacement. The patient status at the time of the report was alive ¿ no injury. Patient medical history also included diabetes. Pump logs provided by the representative that were examined on (B)(6) 2017 showed eos occurred on (B)(6) 2017. The logs also showed messages of stopped pump period may exceed tube set, empty reservoir alarm occurred, and low reservoir alarm occurred. However, the logs showed the low reservoir alarm date as (B)(6) 2017. No further patient complications were reported.

Manufacturer narrative:
The other relevant components include: product ID: 8840, serial# (B)(4), product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-24 from the representative reported the status of the pump had not changed as of that day. Surgery had not been scheduled yet. The representative did not know if the pump would be returned. If the representative ended up covering the case he would return it, but they were sure about the surgery yet. They did not know if the managing hcp could replace the pump, or if the patient would not be able to return for surgery. There were a number of unknown variables at that time which made it very difficult to answer the question of the status of the pump with any reliability per the representative. The other representative was actively working to figure out when they could replace the patient¿s pump.